Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S/w ver 4.11e. The pump passed self test and displacement test. No unexpected pump error 63 alarm noted during testing however, pump error 63 alarm (variable 12) is confirmed in the downloaded history file due to a software error. The pump was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump was monitored for several days while connected to the test transmitter and test plug. No unexpected lost sensor alarm, cannot find sensor signal alarm, sensor signal not found, or sensor related errors noted. The pump was received with scratched case, pillowing keypad overlay, and case cracked behind the pump near the battery compartment.

Event description:
Medtronic received information that pump error 63, no communication (unresolved) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Occupation has been updated and provided with this report in section e3. Initial report was submitted with missing information. The corrected information has been updated and provided with this report in section b5. Health effect clinical code has been updated and provided with this report in section h6. Concomitant products have been provided with this report in section d10. Gender was updated in section a3.

Event description:
The device was returned for the analysis.